Event description:
It was reported that pump experienced malfunction alarm malf 3 while patient was not connected to the pump, and no events were noted prior to the malfunction. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.